Event description:
Hcp reported increased pain. Catheter servered at anchor. 8.5" intraspinal piece segment remains. No report of device explantation. A follow up report will be send when additional information is received.